Event description:
Customer reported low blood glucose levels. Customer required assistance from paramedics, but was not hospitalized. Customer declined to troubleshooting the insulin pump.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.